Event description:
It was reported that the patient with this right ventricular (rv) lead developed an infection. This rv lead was explanted and has not been returned for analysis. No additional adverse patient effects were reported.